Event description:
Boston scientific received information that the patient had palpitations and the right atrial lead appeared to be dislodged. Furthermore, this lead exhibited inappropriate pacing and loss of capture. Impedances were stable but sensing was not good. The patient was sent for x-ray, whcih confirmed the dislodgement and the lead was explanted.

Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual, electrical and mechanical inspection. During this analysis, no deviations were noted. The lead proved to be within specifications and flawless throughout its inspection. In summary, there was no sign of a material or manufacturing problem.